Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26710.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26710. It was reported the patient was experiencing overstimulation during a CT scan. The patient reports her scs system was off however during the CT scan the stimulation increased. The patient requested the scs system to be explanted as she was scheduled to have another CT scan. The patient underwent surgical intervention to explant her scs system on (B)(6) 2015. Date of event is unknown.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26710.